Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all cubies on one row board had read/write failure. A field service engineer reseated the rowboard, then random cubies failed and rebooted the machine and the drawer failed completely. A field service engineer replaced the drawer board and the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, had read, write, invalid cubie memory error. The customer stated that there was no delay in patient care since they removed the required medication from another pyxis. There were no adverse events or injuries reported based on this event.